Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver either "ringer lactate" or "d5 ringers" solution. After an unspecified length of time in use, the tubing set disconnected from the stopcock manifold at eigher the option-lok male adapter or female adapter. The nurse cleansed and reconnected the tubing set to the stopcock and the therapy was resumed. There were no reproted adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The option-lok male adapter and the female adapter of the tubing set are not solvent bonded to the stopcock manifold. Product labeling states: "check all fittings to ensure tight connection."